Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states they received notice of loose drive support cap. The customer's blood glucose level was unknown. Troubleshoot was conducted and the drive support cap was protruded. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a loose drive support disk and unresponsive buttons due to moisture damage on the keypad traces. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked end cap and a missing end cap sticker.